Event description:
The results of a retrospective, (B)(4) of 86 patients between the ages of 18 and 80 years, were reviewed. Between january 2004 to may 2007, the patients underwent single-level tlif procedures using rhbmp-2 for the treatment of a degenerative condition. The difference in complications observed with the use of iliac crest autograft compared with rhbmp-2 was assessed. Two patient's developed lumbar infections. From the data provided, it is not possible to determine the time of onset, organism, intervention, or course of antibiotics.

Manufacturer narrative:
(B)(4). Literature citation: rihn, et al. Complications associated with single-level transforaminal lumbar interbody fusion. The spine journal. 2009; 9: 623-629. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device info. Without return of the device or associated records it is not possible to ascertain a cause for the reported event.